Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows many successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The treatment for the right eye was canceled after the bcc (beam control check) check and was started again from the beginning. The logfile shows that the bcc check for the right eye (od) was done about 2-3 minutes before laser fired instead of immediately before firing. The thickness of the flap was set thinner than recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a patient with trace diffuse lamellar keratitis following lasik treatment. Additional information received, the topical steroids were increased and the symptoms resolved postoperatively. There are multiple related reports for this facility. This report addresses the patient kd right eye, and additional manufacturer reports will be filed.